Manufacturer narrative:
H10 additional narrative: h6: health effect clinical code e2402 used to capture code injury device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7a: unknown

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient fell and dislodged t10-t11 screws from previous t10-pelvis surgery on (B)(6) 2020. Revision surgery was on (B)(6) 2021. Patient and procedure outcome were unknown. This complaint involves four (4) devices. This report is for (1) 5.5 exp verse fen scr 4.35 x 35. This report is 3 of 4 (B)(4).